Manufacturer narrative:
(B)(4). Additional concomitant medical products: item # 00585001302, lot # unk, zimmer distal femoral component; item # 00585003020, lot # unk, zimmer segmental articular surface; item # 00588000600, lot # unk, nexgen rotating hinge precoat tibial plate; item # 00585001395, lot # unk, zimmer segmental polyethylene insert; item # 00598801515, lot # unk, nexgen stem extension sharp fluted; item # 00585205013, lot # unk, zimmer segmental fluted stem extension; item # 00585007013, lot # unk, zimmer segmental femoral hinge service kit; item # 00597206532, lot # unk, nexgen all poly patella; item # 00111214001, lot # unk, osteobond dough-type radiopaque bone cement; item # 00585204030, lot # unk collar tm seg 9-16mm 30mm. The product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. This bone cement is manufactured at heraeus medical and distributed through zimmer orthopedic surgical products. Multiple MDR reports were filled for this event: 0001822565-2017-06561, 0001822565-2017-06560, 0001822565-2017-06547, 0001822565-2017-06562, 0001822565-2017-06564, 0001822565-2018-05791, 0001822565-2018-05792, 0002648920-2018-00755, 0001822565-2018-05795. Remains implanted.

Event description:
It was reported that after a knee arthroplasty revision that the patient developed a bladder infection due to his immobility and possible nostril catheter used during a recovery. After the knee revision the patient was in extreme pain and went to an emergency room for treatment. His leg was immobilized for another two weeks after the revision and he developed the bladder infection.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Expiration date - needs to be corrected to unknown as the lot number is unknown. Manufacturing date - needs to be corrected to unknown as the lot number is unknown. Reported event was confirmed by review of operative notes provided. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: UDI: (B)(4) customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.